Event description:
Doctor placed epidural catheter, when trying to do test dose, they were unable to push any liquid through the epidural catheter. Another syringe was attempted and still unable to push test dose through the epidural catheter. Catheter was removed, a second epidural tray was opened and no problems. No harm to patient.